Event description:
The customer reported that the insulin pump alarmed motor error during basal delivery. Troubleshooting was performed. The caller stated that the device was not exposed to a high magnetic field. Assisted the customer to run the displacement and self test and they passed. During the call, the caller mentioned being in the emergency room due to high blood glucose of 798mg/dl. The customer stated that the doctor was concerned about a bladder infection, and she was treated with antibiotics and released. Advised the customer to discontinue the used of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. No motor error alarm occurred, motor passed motor test.